Event description:
Healthcare professional reported "mr-sigs of left mammary gland implant. Focal formation of the left mammary gland. Axillary lymphadenopathy on the left." And "deterioration of implant's integrity". Device has been explanted. Physician later confirmed "there was no focal formation in the left mammary gland; there was a rupture of the implant".

Manufacturer narrative:
Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Healthcare professional reported "mr-sigs of left mammary gland implant. Focal formation of the left mammary gland. Axillary lymphadenopathy on the left." And "deterioration of implant's integrity". Device has been explanted.

Manufacturer narrative:
Cont. H.6. Health effect f15 recognized device or procedural complication a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, "deterioration of implant's integrity"